Event description:
It was reported that during thyroid, neck dissection procedure, channel 2 was exhibiting very unusual responses, very noisy. During electrode check channel 2 would be green and then start spinning. Very inconsistent. The procedure was completed with the reported product. There was 30 minutes delay in procedure and there was no known patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there was contamination encompassing the entire device including the inside diameter on the distal portions of the tube when returned. There was surgical tape wrapped around the clamp shell on the proximal end of the device and the tube adapter was dislodged and not returned. Under magnification, there were small voids in the blue and red with white trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 121 ohms (blue), in megaohms (blue with white stripe), 304 ohms (red), and 34 ohms (red with white stripe) which the blue with white stripe and red electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. Both vocalis (channel) 1 and 2 failed the electrode check and both channels had excessive feedback during the noise test. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.